Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, corroded quick connect, cracked water tank cover, front cover had multiple scratches, missing reflux plug. Per functional testing, the pump was not circulating, and the heater was rusty. The complaint was confirmed. The root cause was a faulty water pump not recirculating water. It was unknown what caused it to become faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pump, heater, front cover, water tank cover, reflux plug, quick connect. Performed preventative maintenance (pm), changed o-rings, reservoir gasket and calibrated. The device passed all functional and delivery tests.

Event description:
It was reported that the pump was "broken". Fault not found during patient use and no patient or clinical injury.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.